Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the inspiratory module printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time the malfunction occurred.